Event description:
The customer stated that she tested her blood glucose and received a reading of 583 mg/dl using her contour meter. She retested using another meter and received a reading of 262 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the different clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.